Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. The event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s caregiver changed power sources from the power module to batteries. The pump functioned normally after the white power lead was connected to battery power. A red heart alarm occurred after the black power lead was disconnected. The patient became unconscious and unresponsive. The caregiver reportedly checked every cable and connection, and did not replace anything. The alarm stopped on its own and the pump returned to normal function. The patient reportedly regained consciousness with no injury and was admitted to the hospital. The duration of the alarm was 2 minutes according to the history log. The device history was checked and showed a pump off event during 04:41 to 04:43 on (B)(6) 2017. There were also some low voltage advisory alarms. A visual inspection of the system controller and external driveline revealed no damage, and the pins were ok. The system controller normally passed the self test. Everything was normal when swapping power between the power module and batteries. The pump parameters were also normal. The system controller log file, x-ray images, and pictures of system monitor history screen were reviewed by the manufacturer¿s technical services representative. The log file contained no unusual events. The log file was downloaded on (B)(6) 2017 at 19:38:59 and likely the events associated with the pump off event had been purged from this history at the time of download. The x-ray images were unremarkable and did not appear to show any compromised areas of the driveline. One x-ray image appeared to show unusual bends in the black power lead; however, alarms could not be reproduced when the lead was manipulated. The pump voltage was normal and no visual damage to the lead was observed. The images submitted of the history screen showed several low voltage advisory events before and after the clock reset event. Five days after the event, switching out multiple pieces of equipment did not uncover any errors or alarms. It was reported that the cause of alarm/event is still unknown. According to the healthcare professionals, human error is included as a suspected cause or possibly a rare malfunction of the system controller. The patient¿s system controller was exchanged and the patient was discharged. No additional information was provided.

Manufacturer narrative:
The reported events associated with red heart alarm can be confirmed based on the analysis of the submitted images of the event history. Review of the images revealed multiple low voltage advisory, low speed operation, low flow and pump stoppages events. The provided images also captured time clock reset event. The evaluation could not conclusively determine the root cause of these events since the system controller as well as the equipment associated with the reported event were not returned for evaluation. As a result, this complaint file will be closed with no further actions. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.